Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited false elective replacement indicator due to cautery exposure. A device software download was performed successfully. The patient would continue to be monitored with routine follow ups.